Event description:
On (B)(6) 2021 the customer reported non-reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961, lot number not provided) results for two patients were generated on the customer's access 2 immunoassay analyzer refurbished (part number 386220 and serial number (B)(4)). The results were reported to be discrepant compared to an alternate methodology. The samples were reported to be obtained from post vaccinated patients. No additional information about patient clinical file was provided (pcr results or symptom information are unknown). The customer provided patient results for one patient only. The initial cov2 result was 0.32 s/co (non-reactive) repeated on alternate methodology (methodology not specified) at 54.80 (positive/reactive). No further information was provided. No affect to patients or end-users has been reported in connection with this event. No error messages or issues with other assays were reported in connection with this event. There were no reports of hardware interventions performed or hardware parts replaced. Local support reported the system check and calibration data recovered within expectations and quality control was not performed. Local support discussed assay technical information with the customer. The customer did not request additional assistance.

Manufacturer narrative:
(B)(6). Two patients are included in this event. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No error messages or issues with other assays were reported. There were no reports of hardware interventions performed or hardware parts replaced. The access cov2 assay does not labelled for vaccine response detection. Different vaccines do not elicit the same immune response and each patient response is different therefore differences in patient responses are expected after vaccination. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. In conclusion, the cause of this event cannot be determined with the available information. Values obtained with different assay methods should not be used interchangeably and differences between methods are expected. There is no evidence to reasonably suggest that a reagent or hardware malfunction occurred in conjunction with this event. Local support discussed assay technical information with the customer. The customer did not request additional assistance. Note: reagent UDI and date of manufacture are not available as no reagent lot number was provided by the customer.

Manufacturer narrative:
On (B)(6) 2021 the customer reported that the sample patient was collected on (B)(6) 2021 and was tested on same day.